Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the instruments failed due to the wrong insert soldered onto the tip causing the instrument not to be able to grip onto the required suture.